Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports having a bad reaction to the tape that was used and called their doctor. The doctor advised the patient to remove the tape and find a different kind. Patient thinks removing the tape caused the leads to be completely removed from their body. Patient didn't see any additional improvement after the rep had them switch back to their right side. Symptoms are the same as prior to evaluation. Patient was advised to contact their doctor for further direction. No further patient complications have been reported as a result of this event.